Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.

Event description:
During a routine preventive maintenance inspection, it was reported that the device intermittently failed to give accurate energy. It delivered 120j for a 360j selection. The customer power cycled the device and reported to observe accurate energy delivery thereafter. There was no pt use associated with the event.